Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the reported lot, 287163, was performed. In-house testing on strip lot 287163 meets expectations. A review of the manufacturing records for lot# 287163 did not uncover any relevant non-conformances. The lot meets release specifications. Alere has withdrawn the alere inratio®/inratio®2 pt/inr system from the market and is no longer manufacturing alere inratio® test strips and monitors. In addition, all alere inratio® test strips are now expired. Please work with your healthcare provider to transition to an alternative monitoring method, such as a plasma-based laboratory inr method or a point-of-care monitoring system from a different manufacturer.

Event description:
The wife of the patient called in regards to the inratio voluntary withdrawal notification. In (B)(6) 2013, the patient experienced inratio inr results that "would fluctuate from low to high from one day to the next." The wife of the patient believes the patient had eaten too many green vegetables that could have led to the fluctuating inratio inr results. Per the wife, the patient had a steady inr but anytime any "odd" readings occurred using the inratio, the patient would visit the laboratory and his laboratory inr would be in the specified therapeutic range. Sometime in (B)(6) 2013, the patient experienced a stroke and was hospitalized for three days. Per the wife, "the clot went into a small cul-de-sac in patient's ear which was a 'dead end' and did not lead to more damage." After discharge from the hospital, the patient was transitioned to zaralto and stopped use of the inratio system. The patient is reported as experiencing slight peripheral vision damage.